Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be udpated if additional information is received.

Event description:
Boston scientific received information that this device had declared elective replacement time (ert) and the outputs were noted to be 5.0v @ 0.4ms. The automatic capture (ac) feature had recently been programmed on and nr was noted in the daily measurements. Prior to this, the output had been programmed to 2.2v @ 0.4ms and daily measurements were fine. A boston scientific technical services consultant explained that when ac is turned on, the device will use a minimum of 3.5 v @ 0.5ms during ert to end of life (eol) to guarantee the ninety days. However, it is using 5.0v now probably because the last measurement was nr. There will still be ninety days from ert to eol. The caller stated that programming ac on to save device output actually decreased the device longevity from 1.5 years to a few months. No adverse patient effects were reported.